Event description:
Company representative reported following a mastopexy procedure performed with implantation of seri, pt presented with left side "blisters" at the implant site. Pt was readmitted to the operating room where the tissue was "trimmed back," at which point physician noted extrusion of the device in a "nickel-quarter sized area" and that the device was "un-incorporated" physician reports there was "no skin breakdown or redness". Device remains implanted.

Manufacturer narrative:
The device remains implanted and is unavailable for return. Therefore allergan will not receive it and no analysis or testing will be done. The events of extrusion, irritation/inflammation, and non-adherence are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of extrusion and irritation/inflammation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion". This event is reported against the left side, and is the same event and the same pt reported under MDR ID # 3008374097-2014-00008. (B)(4).